Event description:
Patient reported right side "puncture to remove a fluid called a seroma", ¿breast pain and stabbing pain¿, and "learned about the recall." The device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.